Event description:
Caller reported a malfunction on pump, which resulted in customer¿s blood glucose level exceeding the normal range; however, the specific value of the blood glucose level was not known, as the display read "high." Customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Customer service provided information for resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. Customer was advised to update the pump for the reported malfunction and was instructed to call back if the issue recurs, with acknowledgment and understanding from the customer.